Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an adverse event where the patient expired on (B)(6) 2018 at 9:04. The customer wanted an investigation to determine whether the philips product performed to specification during the event. There was no specific allegation but it is considered that the allegation is failure to alarm for the investigation.

Manufacturer narrative:
The customer reported an adverse event where the patient expired on (B)(6) 2018 at 9:04. The customer wanted an investigation to determine whether the philips product performed to specification during the event. There was no specific allegation but it is considered that the allegation is failure to alarm for the investigation. The patient had a syncope condition and had collapsed at home where the family had given the patient CPR. The patient had hypertension, hypercholestolaemia, and cerebral vascular disease. On arrival to the ed the patient maintained a rhythm and was conscious. The patient was being monitored by a telemetry transceiver but the strips show that monitoring had ended at 7:22 am when the patient leads had come off. The patient was allowed to go to the bathroom and lock the door at approximately 8:00 -8:15 am. The patient was in the bathroom approximately 15 minutes before it was noticed that the patient was not in their bed. When the nursing staff was able to get into the bathroom the patient was on the bathroom floor and needed CPR. The crash cart was called at 8:44 and CPR was administered however the patient expired. Use of the piic and telemetry monitoring solution is considered to have been a factor in the adverse patient event as there was a delay in treatment due to the customer allowing the patient to lock the bathroom door. The locked bathroom door caused a delay in treatment when the patient did not ring the distress bell and did not come out of the bathroom. Per the patient strips there had been no monitoring since 7:22 am due to an technical inop which would have been displayed on the piic central station patient sector. The information provided is consistent with the piic and telemetry devices functioning normally.